Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, this case reports an unspecified knee infection requiring washout and insert exchange approximately one year after a primary tka was performed. There was no reported intraoperative delay, and the patient outcome is unknown. No additional requested information was provided. Based on the information provided, the root cause of the reported revision is the infection. However, the source of the infection remains unknown. The patient impact beyond the reported revision and infection could not be determined. Therefore, no further assessment is warranted. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, this case reports an unspecified knee infection requiring washout and insert exchange approximately one year after a primary tka was performed. There was no reported intraoperative delay, and the patient outcome is unknown. No additional requested information was provided. Based on the information provided, the root cause of the reported revision is the infection. However, the source of the infection remains unknown. The patient impact beyond the reported revision and infection could not be determined. Therefore, no further assessment is warranted. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one lgn cr high flex xlpe sz 5-6 11mm was exchanged due to a knee infection on (B)(6) 2021. The primary surgery was performed on (B)(6) 2020. The outcome of the patient is unknown.